Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles also alleged lightheaded. There was no report of patient any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged lightheaded related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
In previous report, in section b5 the manufacturer incorrectly alleiged visualization of particles, which should not be mentioned over there. The correct statement for section b5 should be as below- "the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lightheaded. There was no report of patient any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete".

Manufacturer narrative:
Additional information was received on oct 24, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged lightheaded that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation the manufacture observed unknown contamination on the front of the bottom and top enclosure. Dust-like contamination with potential hair-like particles were observed on the top enclosure, right side panel, on the bottom enclosure, in the air inlet, on the interior side of the top enclosure, on the pca, on the blower cap, blower, iso port, in the base of the blower housing, and around the interior of the bottom enclosure and observed on the flip lid assembly and on the left side panel and hair-like particles were observed in the humidifier bottom enclosure, on the dry box, on the interior side of the flip lid assembly/seal, on the heater plate, in the lower base and water chamber, evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Section e1 mail was missed to capture in initial report and updated in this report. Section d8, d9, h2, h3 and h6 has been updated in this report.